Event description:
Customer reported that he called the paramedics and was hospitalized due to high blood glucose and dka. The blood glucose reading was 416 mg/dl at the time the paramedics arrived. Customer stated that he was dehydrated and with high temperature prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button and button error alarmed due to flattened esc button dome switch. Unable to perform functional test, including prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test due to button error and no button response.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.